Event description:
A baxter field service engineer reported an infusion pump with failure code 500. Information was not provided regarding whether or not the device was in patient use when the event occurred. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:evaluation occurred on-site. Device evaluated on 01/02/2007. Failure code 500 was not confirmed and could not be duplicated during testing. Failure code 500 is a stuck key failure caused when a key becomes stuck or is pressed for more than 50 seconds. The device was returned to the customer fully operational. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.